Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: "target- all new microbore tubing will be patent/ able to flush fluid through the line. Actual- when attempting to flush med line/microbore tubing was not able to flush with ns syringe. Gap- tubing not patient."

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample of material number me2020 was received for quality investigation. The customer complaint of flow issue - fluid blockage was verified by investigation of the sample. The sample was first visually inspected for cracks, breaks or damage to the extension set. There were no clearly visible failures on the extension set. The set was then tested to see if fluid would flow through it. A 10ml syringe, filled with water, was connected to the extension set and a fluid push was attempted. The extension set did not let any fluid push through the tubing. Further investigation, under magnification, shows that there is a excess of solvent at the union between the female luer adapter and the extension set tubing. A quality notification was sent to the manufacturer. A device history record review for model me2020 lot number 23049032 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The reason for the flow issue in the sample submitted is an excess of solvent used in the bond between the female luer and tubing. The root cause of the occlusion is related to the incorrect application of the solvent in the tubing and not using the occlusion test equipment by the assembler. A quality alert was generated and communicated to the involved personnel to reinforce the use of the air fixture during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Mat#: me2020. Batch#: 23049032. It was reported by customer that when attempting to flush med line/microbore tubing was not able to flush with ns syringe. Icare #293599. Lawson# 375348. Product description: IV ext set mircrobore 60 in 3. Ref# (B)(4). Lot# 23049032. Po# 1500793697 - line 74. Affected quantity: 1 ea. Vendor: medline. Brief factual description: "target- all new microbore tubing will be patent/ able to flush fluid through the line. Actual- when attempting to flush med line/microbore tubing was not able to flush with ns syringe. Gap- tubing not patent." 02oct2023. Date of event: 9/19. Was issue being described noted before, or during use? N/a. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? New product used. Was there any delay of, or change in, the course of treatment due to this event? Delay in treatment. What procedure was being performed? N/a. What medication was used in the procedure? N/a.